Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed repeated ¿alert 38¿ motor stall errors during priming and rewinding despite restarts, dry runs, and guided troubleshooting, leading to a replacement device being shipped and the original pending return. Symptoms included hyperglycemia with a reported blood glucose up to 255 mg/dl without ketone testing, medical intervention, or use of backup therapy. Outcomes included transient elevated glucose outside target for up to one hour with no reported injury. Investigation included technical support review and device replacement logistics. Investigation of this case revealed a persistent motor stall during insulin delivery setup that was not resolved through standard user-directed recovery steps. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.